Event description:
As reported by the user facility: incident description: a patient on norepinephrine @0.12 mcg/kg/min experienced a pump alarm for an air bubble. After priming the line, the patient's bp dropped to 70/40s. The norepinephrine was increased to 0.2 mcg/kg/min and then titrated down. The pump alarmed again, but the patient remained connected to avoid another bp drop. After stopping the infusion briefly, the bp became hypertensive (sbp 200s). The charge rn and other nurses were notified. The alarm occurred again, showing air accumulation. The tubing was flicked to remove small bubbles, but the bp dropped again. A new pump and tubing were used, resolving the issue. Testing the old tubing showed intermittent air alarms. The new line had no issues.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.